Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The reported catheter tip damage was confirmed. The catheter tip was noted to be fractured. Due to the aforementioned damage to the catheter tip, insertion testing was unable to be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
During the atrial fibrillation procedure, the catheter tip was fractured and the catheter could not be operated within the inferior vena cava. A decrease in blood pressure was noted and medication was administered to treat. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: b5, h6.

Event description:
Follow up report needed to add e code.